Manufacturer narrative:
This user facility is outside of the united state. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder due to the tabs on the mixing cylinder not operating correctly. There was no patient injury reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Corrective action has been initiated for the reported issue.